Event description:
It was reported by the patient's family member that the patient is having stabbing pain where the implanted loop recorder was implanted and having trouble raising the left arm. The patient was told that there is a small tear in the pectoral muscle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.